Event description:
The customer reported to olympus, that the colonovideoscope's freeze button was not working. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following was found: contamination was identified in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the image alignment failed and was out of alignment, the down/left/right angle failed straining, the electrical safety test failed and was not up to specification, and the following were worn: the light cover glasses adhesive, the optical cover glass adhesive, and the distal end adhesive. Prior to the device being returned, the customer was trained by olympus for processing practice in accordance with instructions for use (IFU). No further information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
It is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of white contamination in the channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.